Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a compromised forced sensor alarm. During troubleshooting, the customer states that insulin pump was not dropped or bumped. They were advised to remain disconnected from the pump. The customer states drive support cap was sticking out. His blood glucose was unknown. Advised the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm was that it occurred during seating the force sensor and that it did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.